Manufacturer narrative:
Internal abrasion was found under the svc shock coil. The ring electrode (re) conductor cable was broken under the svc shock coil (consistent with the report of high pacing impedance) and there was evidence that the re conductor cable had shorted to the svc shock coil. There was also damage to the re conductor cable under the rv shock coil; however, the source of this damage could not be determined.

Event description:
It was reported that high impedance and high threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code, and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.